Event description:
It was reported by the clinician that the stopcock of the embolectomy balloon separated from the pigtail during a procedure. There was no pt injury reported.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.